Manufacturer narrative:
(B)(4)

Event description:
It was reported that, upon device interrogation, the programmer displayed an alert indicating that a device reset had occurred. A subsequent attempt to interrogate the device was successful and without complications. Device remains implanted.